Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 12-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('very sore back') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), abdominal pain upper ("stomach pains"), osteoarthritis ("osteoarthritis"), migraine ("severe migraines"), musculoskeletal discomfort ("neck problem"), occipital neuralgia ("arnold¿s greater occipital nerve neuralgia"), cerebral artery stenosis ("posterior cerebral artery narrow in my head on the right-hand side"), monoplegia ("paralysis of my right hand, everything slips out of my hand"), paraesthesia ("tingling in the hand"), eye disorder ("my right eye has a sort of white shadow inside"), visual impairment ("see less well"), mood swings ("mood swings"), amnesia ("loss of memory") and pain ("pain in my body"). Essure treatment was not changed. At the time of the report, the back pain, abdominal pain upper, osteoarthritis, migraine, musculoskeletal discomfort, occipital neuralgia, cerebral artery stenosis, monoplegia, paraesthesia, eye disorder, visual impairment, mood swings, amnesia and pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, back pain, cerebral artery stenosis, eye disorder, migraine, monoplegia, mood swings, musculoskeletal discomfort, occipital neuralgia, osteoarthritis, pain, paraesthesia and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('very sore back') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), abdominal pain upper ("stomach pains"), osteoarthritis ("osteoarthritis"), migraine ("severe migraines"), neck injury ("neck problem"), occipital neuralgia ("arnold¿s greater occipital nerve neuralgia"), cerebral artery stenosis ("posterior cerebral artery narrow in my head on the right-hand side"), paralysis ("paralysis of my right hand, everything slips out of my hand"), paraesthesia ("tingling in the hand"), eye disorder ("my right eye has a sort of white shadowinside"), visual impairment ("see less well"), mood swings ("mood swings"), amnesia ("loss of memory") and pain ("pain in my body"). At the time of the report, the back pain, abdominal pain upper, osteoarthritis, migraine, neck injury, occipital neuralgia, cerebral artery stenosis, paralysis, paraesthesia, eye disorder, visual impairment, mood swings, amnesia and pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, amnesia, back pain, cerebral artery stenosis, eye disorder, migraine, mood swings, neck injury, occipital neuralgia, osteoarthritis, pain, paraesthesia, paralysis and visual impairment with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.